Event description:
The manufacturer received information alleging a ventilator shut down during use. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. "Ventilator inoperative" codes were found in the ventilator's downloaded error log. The device's software was reloaded to address the issues.